Event description:
During manufacturer product analysis of an explanted vns generator, it was noted the "as received" settings were indicative of an interrupted systems diagnostics test (1ma/20hz/500 pw/30 sec on/60 min off). The generator was partially depleted and the end of service indicator was set to yes. Review of available vns programming history did not identify any unintended vns settings for the pt. It is suspected an interrupted diagnostics test caused the settings to change prior to or during the explant of the vns. The pt was reimplanted with a new vns generator. As the generator battery was partially depleted and the eri flag was set to yes, it is unlikely the change in settings affected any treatment decisions.